Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer stylus calibration. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus calibration issue, the touchscreen was broken. Due to a lack of replacement parts the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.